Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported when applying a new pod, the pink slide did not move forward, and the patient did not feel the needle go into the skin, indicating a needle mechanism failure. After the pod was removed the cannula was visible and appeared normal.

Manufacturer narrative:
Please disregard MDR report ref# 3004464228-2025-42235, per additional clarification, there was no indication of a needle mechanism failure, therefore the issue is not reportable.

Event description:
Nullify.